Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1406202) indicated tha the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: deployed mx5021 after procedure. After retracting the sheath it was said that the whole sealant was outside of the patient. Deflated balloon, removed and converted to manual compression for approximately 15 minutes.